Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: micra-delsys / expiration date: 28-mar-2019 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 06-oct-2017. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced apical cardiac akinesis and takotsubo cardiomyopathy two days after implantation of leadless implantable pulse generator (ipg), which required intervention. It was also reported that difficulties were encountered the during implantation of the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.